Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's air pocket issue resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly recovered well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an edema. The recipient presented with intermittency, dizziness, balance issues and sound quality issues. The recipient had fluid and air removed from under the skin of the implant site. The recipient's sound quality improved, however the issue recurred. External equipment was exchanged and programming adjustments were made and the recipient had significant improvement.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual examination and photographic imaging inspection. System lock was verified. The device passed electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.